Event description:
The customer reported that imprecise hypersensitive thyroid stimulating hormone (htsh) and free total thyroxine (frt4) results were generated on a unicel dxl800 access immunoassay system for four, same-patient samples tested over four days. The customer indicated they were experiencing intrasample htsh variability and intersample frt4 variability. This report represents the htsh results generated for one patient sample from a unicel dxl800 access immunoassay system on (B)(6) 2011 which were regarded as imprecise. The initial htsh result, which was below the normal reference range for the assay, was subsequently repeated twice on the sample instrument. The repeat results were higher. Collectively the results exceed the precision claims of the assay. The imprecise htsh results were reported outside of the laboratory. It is unknown which specific htsh result was reported. While there is no report of adverse event or serious injury related to this event, it is unknown whether there was a change to patient management. No other patients' results were in question the samples were collected in lithium heparin plastic gel tubes and were centrifuged prior to testing. There was a small amount of fibrin noted in the sample.

Manufacturer narrative:
Initial reporter telephone extension is (B)(4). Service was not dispatched to the site for this event. Beckman coulter inc. Review of a customer supplied instrument data indicates that tsh quality control (qc) results were within the customer's established specification during the timeframe of the event. The patient sample was returned to beckman coulter inc. Customer product line support (cpls) for evaluation. The tsh results generated from the sample were 0.00 - 0.01uiu/ml which appeared to align with the customers expectations for this patient's results. Cpls was not able to reproduce the intervariability seen by the customer. The results were consistent. A definitive root cause has not been determined to date for this event. Mdrs associated with this event: 2122870-2011-03886, 2122870-2011-03924, 2122870-2011-03887, 2122870-2011-03925.